Event description:
A nurse reported during a case the surgeon stated the phaco power was very weak. The system was switched out, in the middle of phaco mode, and the case was completed. There was a 5 min delay while the system was switched out which caused a 15 min delay in starting the following case. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. The u/s controller card was replaced and the seal bezel was replaced due to wear. The handpiece connectors were tested and all remaining parameters were checked and met product specifications. The system was then tested and met all product specifications. The u/s controller card will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).